Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 5 locking 5.0 screws, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a repair/stabilization was performed due to a non-union of the distal femur. The original implant was performed (B)(6) 2013 it was reported a lateral variable angle distal femur plate and a medial 3.5mm lcp small fragment plate were implanted. During the revision on (B)(6) 2014 the surgeon completely removed the medial 3.5mm lcp plate and screw construct. The lateral plate remained in place with only the proximal screws, proximal to the nonunion, being removed. The nonunion site was taken down to a better bony construct. The surgeon osteotomized and shortened the femur, then the proximal screws on the lateral plate were replaced with new screws and a new plate was placed on the medial aspect of the distal femur. The lateral plate remained implanted. No patient harm was reported and the procedure was completed successfully with no surgical delay. No x-rays available. This report is for 5 locking 5.0 screws, part and lot number unknown. This is report 4 of 5 for (B)(4).